Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 38.7cm to 39.1cm from the distal tip consistent with lead friction to the can.

Event description:
This report is to advise of an event observed during analysis.